Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer (architect serial number (B)(6)) was inspected, various diagnostic checks of the system and a part replacement was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part replacement was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated chloride results generated on the architect c16000 analyzer on five patients. Results provided: (no units provided). Sid: initial repeat : (B)(6); 122; 106. (B)(6); 120; 105. (B)(6); 120; 107. (B)(6); 120; 105. (B)(6); 121; 108. Chloride normal range: 98-107 mmol/l no impact to patient management was reported.